Event description:
It was originally reported that the pt experienced no stimulation. The lead impedance measurements were normal. The company representative confirmed that the pt's lead was replaced, due to the lead moving. The pt was doing great.